Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 23-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood test results of 129 and 69 mg/dl. The customer¿s expected blood glucose test result ranges are 90-110 mg/dl fasting am and 110-130 mg/dl fasting bedtime. The customer feels well and did not report any symptoms. Customer stated that she had felt a little shaky prior to the call but she had eaten and now was feeling well. Medical attention is not reported as a result of the actual blood glucose results and reported symptom(s). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 04/20/2024 and test strips were opened one week prior to the call. The meter memory was reviewed for previous test result history: result 1: 69 mg/dl, date: 3/14, time: 11:27 am, fasting 2-3 hours post meal, result 2: 129 mg/dl, date: 3/14, time: 11:26 am, fasting 2-3 hours post meal, result 3: 116 mg/dl, date: 3/14, time: 10:39 am, fasting, result 4: 108 mg/dl, date: 3/13, time: 10:30 am, fasting, result 5: 114 mg/dl, date: 3/12, time: 9:20 pm, fasting bedtime, result 6: 87 mg/dl, date: 3/12, time: 10:57 am, fasting.

Manufacturer narrative:
Sections with additional information as of 09-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.